Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user observed fluid wetness at the pump connector and cartridge interface, and the user was instructed to restart the supply change with new supplies; relevant lots were reported for the connector and cartridge. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a suspected cartridge or connector leak at the interface consistent with a device leak and a cartridge/connector component involvement. It was concluded, based on previously established findings for similar reports, that the most likely cause was user technique or a transient assembly issue during the supply change.